Manufacturer narrative:
Medtronic received additional information that this valve was opened incorrectly from the hospital staff, it never made contact with the patient and was discarded by the hospital. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 23 mm aortic bioprosthetic valve was implanted and explanted during the same procedure. The device was replaced with another 23 mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.